Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) of 2022 and suture was used. During the procedure, the needle popped off prematurely at the sewege. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: one empty winding former, one paper lid and a needle of product code j370, lot # rlmdpb was returned to for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted o be as expected and a suture piece still attached to barrel hole, the end of the suture piece was observed to be cut appears to be by surgical instrument. Functional test was not performed, due to condition of the needle received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: no additional information has been provided from the facility. Was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure date? Device return status/follow up?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2022. H6 component code: g07002 incomplete device returned. H3 investigational summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only the packaging empty was received. A manufacturing record evaluation was performed for the finished device lot number rjmmpb/ j370h65, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.